Event description:
It was reported that after a pump update the dexcom g7 sensor failed to pair with the ilet, and while on the call the sensor reconnected and displayed a glucose value of 185 mg/dl after eating; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included temporary interruption of device function without clinical intervention. Investigation included technical support review and user education. Investigation of this case revealed a sensor-to-pump communication issue that resolved with reconnection, with no device damage identified. It was concluded that the event was attributable to a transient communication or pairing failure between the cgm and the ilet that resolved through standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.